Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not producing an image during testing and a b30 scope communication error was present. Additionally, the first and fourth switches were not functioning properly (aeration did not resolve). The unit failed the electrical test (aeration did not resolve). The insertion tube had buckling present. The control body had evidence of fluid corrosion. The scope connector had corrosion evidence present, and the angulation was found low. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis exera iii bronchovideoscope, the unit was not producing an image. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6, h10. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.